Event description:
During routine testing of the device at the svc ctr, the svc tech reported the main battery cable clip was cracked. No other details regarding the nature of the event were provided. Since this event occurred at the svc ctr, there was no pt involvement during this event.